Manufacturer narrative:
The fse evaluated the device on-site. Upon inspection, it was determined that the capacitor was causing the strange noise when charging at 100j or more. It was determined that this was a malfunction of the defective capacitor, which was replaced, and the device was restored to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device makes noise when it charges over 100j. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.